Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's external power indicator is malfunctioning. There was no reported patient involvement.

Manufacturer narrative:
Upon further investigation it was determined that this complaint is a duplicate of an existing complaint, for which emdr 1218950-2017-03358 was submitted. Please see the corresponding reports for evaluation data.